Manufacturer narrative:
A batch record review was completed and indicates there are no discrepancies. No non-conformances related to the reported complaint issue were observed during the manufacturing process. All relevant tests required during the manufacturing process and the final product releasing were performed and met requirements. The process parameters adjusted during production were reviewed and were within the validated process window. No samples have been received. The issue will be monitored through the post market product monitoring review process. No additional patient/event details were provided. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 11, 2016.

Manufacturer narrative:
Expiration date: 03/2016. Manufacture date: 04/2014. Based on the available information, this event is deemed a reportable malfunction. Additional information has been requested but not received to date. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received reporting that the catheter was blocked and not able to be suctioned. No further information was provided including patient details, treatment or outcome.